Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left sided rupture and textured to smooth exchange. Device remains implanted.

Event description:
Healthcare professional reported "silicone present in multiple left axillary lymph nodes," MRI confirmed. Device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the identified photos: broken shell and labeled as left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: "silicone present in multiple left axillary lymph nodes".